Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-31544 - device 2 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient encountered (B)(4) infusion set's cannula dislodgement within 3 or more hours of insertion. Infusion sets were in use for 24 hours. Site of insertion were abdomen. Patient's blood glucose at the time of issue was reported high. Patient took correction bolus via pump to address high bg. Patient replaced infusion set and resumed insulin successfully. No further information available.